Event description:
It was reported that during the implantation of a reverse shoulder prosthesis using the univers revers technique, the tip of the drill has broken off. The broken part of the drill is still in the patient's shoulder socket. This was detected in an x-ray two days after the surgery. Further information has been requested. Update 20-jan-2026 - further information was received: per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. No further surgery is planned at present.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One un-packaged ar-9628 serial/batch number 022444 was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the tip of the device is broken off. The most likely cause is attributed to excessive force/leveraging or prying of the device, causing damage to the device.